Event description:
It was reported the patient presented for implant of the right ventricular lead. During procedure, it was observed the lead had low pacing impedance. A replacement lead was used to complete the procedure. Patient was stable.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies.